Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product return date is january 7, 2015 evaluation of the returned component found evidence of deformation to the outer geometry in places, specifically the scallops and the locking barb. Plastic deformation can easily occur when polyethylene liners are impacted in an attempt to lock them into place. The device left biomet control conforming to print specification. The root cause for why the parts don¿t assemble remains unknown and preventive action has been initiated to address the reported issue.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, a neutral acetabular liner would not seat in the acetabular cup. A high wall liner was attempted with the same result. The acetabular cup was replaced with a larger cup and the procedure was completed successfully. There was a delay of sixty (60) minutes as a result.